Event description:
It was reported that in ukr case, the bony surface prepared on the femur with navio did not correspond in positioning to the previous intraoperative planning. The anterior portion was planned to have a nice transition to the bone but when the cut was made the trial did not fit as expected, appeared to be very anterior to the plan. Appeared as if something moved during the burring phase and shifted the cuts anteriorly. There were no problems with the tibia burring but surgeon decide to complete case with manual instrumentation.

Manufacturer narrative:
H3, h6: the device was used in treatment and it was reported that bony surface prepared on the femur with navio did not correspond in positioning to the previous intraoperative planning. Trial did not fit as expected and appeared to be anterior to the plan. The surgeon chose to convert the case to a standard instrument tka. DHR review found that the software version (navio rc-5205) has been validated. A complaint history review identified prior similar events, this issue will continue to be monitored. This failure is an identified failure mode within the risk file. The surgical technique guide released at the time of the complaint provides instructions for the user in the "bur cut guide - femur" section and instructs the user to remove bone all the way down to the white target surface. We could confirm there was a relationship established between the reported event and the device. The log files and case screenshots were returned and evaluated. Review of the screenshots found that there was a significant amount of unresected bone in the anterior portion of the femur. There were several areas with "green" still showing, including inside the anterior post hole, indicated the bone that needed to be cut. This would not allow the implant to sit properly and would cause it to protrude anteriorly, as well as make it appear as if the posterior chamfer cut was at an incorrect angle, as reported. The malfunction was due to a user error.